Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the valve is occlusion, no further information.

Manufacturer narrative:
Investigation: optical inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the progav 2.0 valve is permeable. Adjustment test: the progav 2.0 valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the break function is fully operational and the braking force is within the given tolerances. Results: finally, we have dismantled the valve. Inside the valve we have found a build up of substances (likely protein and blood). Based on our investigation, we are unable to substantiate the claim of occlusion. However, it is possible that the deposits observed inside the valve could have temporarily occluded the valve in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants.